Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the failure was an worn rear response button cable from the j1005 connector. The root cause for the worn connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor response buttons were non-functional.